Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccuracies on (B)(6) 2014. Patient claims the device read higher than the fingerstick value. Patient experienced a low blood sugar event and treated himself with orange juice.